Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2022 and suture was used. The suture broke immediately during use. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/1/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one paper lid, one empty winding former, and one needle-suture piece product code 698g were returned to ethicon for analysis. In order to evaluate the conditions of the returned sample, the suture piece was observed with the end cut. After further evaluation crimping marks were observed on the surface suture possibly caused by a surgical instrument. As per returned conditions of the sample no functional test was performed. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.